Manufacturer narrative:
The device is currently no available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received info that a review of the patient's data revealed that no reading was displayed for all intrinsic atrial amplitude measurements. Chronic sensing issues were suspected. Additional info was unable to be obtained. The right atrial lead remains in service. No adverse patient effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.